Event description:
No additional information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3.

Event description:
A healthcare professional (hcp) reported that a patient was injected at another hospital 3 times using juvederm vista volbella xc before they came to their hospital for treatment. The 1st injection was 0.5 ml of juvederm vista volbella xc in the left and right side that happened last year. The 2nd injection was 0.4 ml of juvederm vista volbella xc in the left and right side, and the third injection was 0.35ml on the left and right side, but more on the right side. About 11 months after the 1st injection into the upper eyelid, lumps appeared on the right upper eyelid, and it became difficult to open the eye. Later, there was a strange sensation which also appeared on the left upper eyelid. At the current hospital, the patient was prescribed oral steroids and antibiotics, and topical steroids for 5 days but there was no improvement. It was pointed out that the symptoms were due to pollen allergies, and it was recommended that the patient see an ophthalmologist. The patient seen the ophthalmologist and was prescribed steroid eye drops and topical steroids. The swelling at the inner corner of the eye improved slightly, but the swelling spread to the outer corner of the eye. The symptoms did not improve at the ophthalmologist clinic, so the patient went back to the hospital for treatment. The patient was diagnosed with delayed foreign body granuloma caused by the injection of the juvederm vista volbella xc into the upper eyelid. The medical treatment was as follows: the first time [upper eyelid] hyaluronidase 5ml (750 units), the second dissolution [upper eyelid] hyaluronidase 2ml (300 units), the third dissolution [upper eyelid] hyaluronidase 1 ml (150 units), the fourth dissolution [upper eyelid] hyaluronidase 1ml (150 units), and the final visit. There were no problems with opening and closing the eyes, and follow-up at our hospital ended. The patient was given oral medication which started before the 2nd dissolution of hyaluronidase. The patient started 5 tablets (25mg) a day, and it was reduced to 1 tablet (5mg) a day after the fourth dissolution of hyaluronidase. The prednisone was taken orally for about a month and a half. The hcp stated, ¿there is an opinion that foreign body granulomas occur as a result of an infection, but in our hospital, we do not administer antibiotics in all cases, we are using long-term internal use of steroids and dissolving it as our way of treatment to try to make the patients recover.¿ a histological examination was also performed on this case, and no bacteria were detected. This is the same event and the same patient reported under patient identifier (B)(4). This emdr is being submitted for the 3rd injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.